Event description:
It was reported that the patient underwent a revision procedure due to the shell dislocating from the natural acetabulum. The patient was a chronic dislocator. A cpt stem was removed along with a bipolar head, bearing and shell. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown bipolar head, unknown cpt stem, unknown bearing. G2: foreign: australia. Visual examination of the provided picture identified an explanted stem and bipolar construct with the head and liner still assembled together in the shell. The products are covered in bio-debris. No further evaluation can be made. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device location is unknown.